Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2017 during a pre-surgery set up. There was no patient involvement reported. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the safety assessment and the cutter lock assessment. It was further determined that the device had damaged pawls and the locking components were also damaged, causing the device to run in the load position (powerbroken). It was determined that the pawls and locking components issues were consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not holding the drill bit device. During service and evaluation, it was observed that the device failed the safety assessment and the cutter lock assessment. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.